Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision procedure was performed on (B)(6) 2012 due to unconfirmed infection.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown. This is 1 of 2 reports related to the same event. (See 3002806535-2012-00162/163).